Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. They were unable to confirm the motor position encoder error alarm due to the erased history file.

Event description:
The customer's son reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 234 mg/dl. They were trying to bolus when the alarm was received. The customer was not feeling well and might had the flu. They were able to rewind the pump but all the information was erased. Troubleshooting was not able to resolve the issue. The device was returned for analysis.